Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2006, product type catheter.

Event description:
Additional information received reported the cause of the event was unknown. The event was reportedly not attributed to the pump, catheter, programmer or drug effects.

Event description:
It was reported that the patient thinks they are having a "pump failure." The patient was having severe back pain that started 2 days ago and had some nausea. The last refill was unknown, the patient thought maybe (B)(6) 2014. The patient had a doctor's appointment at on (B)(6) 2014 at 2:30pm. The patient had not heard any alarms coming from the pump. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).